Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old male presenting with cardiomyopathy complicated by cardiogenic shock, scai shock stage e. The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. Pre-insertion activated clotting time was 200 seconds. The patient required inotropes, vasopressors, and mechanical ventilation for respiratory support at the time of device placement. Following insertion, the patient developed a hematoma at the impella surgical pocket. As the hematoma expanded, the patient was returned to the operating room for evacuation and surgical correction of the access site. After the procedure, the patient was reported to be stable with no residual hematoma. The next morning, concern for hemolysis arose. The patient experienced acute chest pain and nausea with loss of pulsatility on the aortic pressure waveform. Plasma-free hemoglobin increased from normal to 137.8 mg/dl, lactate dehydrogenase rose from the 400s to 871 u/l, and creatinine increased from 1.4 to 1.8 mg/dl. Transthoracic echocardiography showed the cannula depth at 6.4 cm, which was adjusted to 5.4 cm. Ventricular assist device engineers noted transient flow-saturation behavior on the controller over the weekend that had resolved. After discussion with the ccu team, there was concern for hemolysis versus thrombus formation within the impella cannula. The ccu team continued close monitoring following repositioning of the device. Care was eventually withdrawn, and the patient expired. The reported hematoma is consistent with access-site and perioperative bleeding complications in the setting of surgical axillary placement and systemic anticoagulation required during impella support. The reported hemolysis and chest pain is consistent with hemocompatibility-related events in the setting of mechanical circulatory support and may be influenced by factors such as device position, underlying cardiogenic shock and evolving hemodynamic instability. The device is being conservatively reported for death, however the death is most likely attributable to the severity of the patient's multiorgan dysfunction, progressive clinical deterioration and underlying cardiogenic shock as they presented in scai shock stage e.

Manufacturer narrative:
B1: added product problem. B2, h1: added death. B5: updated clinical rationale. D6b: added explant date. H6: added codes based on a review of the complaint record.

Manufacturer narrative:
D1. Brand name updated. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the hematoma/access site adverse event could not be determined due to insufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery in a 66-year-old male who presented with cardiomyopathy complicated by cardiogenic shock, scai stage e. The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. Pre-insertion activated clotting time was 200 seconds. The patient required inotropes, vasopressors, and mechanical ventilation for respiratory support at the time of device placement. Following placement, the patient developed a hematoma at the impella surgical pocket/access site. Due to expansion of the hematoma, the patient was returned to the operating room for hematoma evacuation. Surgical intervention was performed, and the access site was addressed. Post-procedure, the patient was reported to be stable with no residual hematoma. The reported patient experience included hematoma formation and surgical intervention related to the access site. Based on the available information, hematoma and access site bleeding are recognized risks associated with surgical axillary artery access, anticoagulation management, and temporary mechanical circulatory support in the setting of advanced cardiogenic shock and critical illness. The patient survived.